Event description:
It was reported that, "constrained liner, the inner bipolar portion of it separated completely from the liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the summary will be submitted in a supplemental report.